Event description:
A call to technical services was made on 5/20/2013 stating that this lead was experiencing increased impedance and threshold. Rv pace impedance was 1081 ohm and has been steadily trending up. Representative could see back from (B)(6) 2012 but didn't know what the impedance was from (B)(6) 2012 at the time of call. Rv threshold had increased from 3v@0.9ms 6 months ago to 5.5v at 9ms at this time. Shock impedance was 46 ohms. Physician ordered chest x-ray. Physician was dr. (B)(6). Representative was involved in device check. There were no patient symptoms. Caller stated they ended up setting rv subthreshold and turned on biv trigger. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).